Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was successfully advanced for dilation however, it ruptured when inflated at 5 to 6 atm. This was probably due to the calcification. The procedure was completed with another of the same device. There were no patient complications reported.